Event description:
While removing an epidural catheter that had been in place during labor, the catheter separated into two segments, the plastic tubing segment and the metal guide wire segment. The staff member stopped catheter removal and notified anesthesia. Anesthesia evaluated patient, noting approximately 12cm retained in back. CT imaging completed and catheter visible. Patient required removal of catheter in or (operating room) under general anesthesia. Surgeon noted the catheter did appear to be adhered at the interspinous space at l1-2 and possibly patient's anatomy contributed to the event.